Event description:
It was reported by the user site that on (B)(6) 2026, during use of an affirm prone biopsy system during a breast biopsy procedure, the stage arm unlocked after the pre-fire step while the biopsy needle was already inserted in the patient¿s breast. It was reported that the stage arm unlocked without activation of the stage arm unlock button. It was further reported that an exposure was taken and the pre-fire image showed the needle oriented in an unintended direction. The biopsy procedure was temporarily paused while the situation was assessed. The needle was removed and the patient experienced stretching at the skin entry site and within the breast. The procedure was then continued using the same needle entry point without requiring an additional puncture. The patient reported discomfort comparable to that experienced during a routine biopsy procedure and no additional medical or surgical intervention was required. Hologic technical support reviewed the system logs and images provided by the distributor¿s field service engineer. The review confirmed that the system detected the stage arm lock switch as activated and that the c-arm position remained stable during the exposure sequence, indicating no unexpected movement of the c-arm. The recorded acquisition sequence and tube head positions were consistent with the images obtained during the procedure. Although the pre-fire image showed the needle in an unintended orientation, the review of the system logs did not identify abnormal system behavior during the reported timeframe. The distributor was advised to perform additional on-site checks to verify stage arm lock functionality and related system operations and to report any recurrence of the issue. No further information is currently available.